Event description:
During a procedure, sensory and motor testing were completed successfully; however, ports 2 and 3 were no longer reaching the temperature of 80. The procedure was cancelled and rescheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
During investigation, the generator was connected to an external power source and the generator powered on successfully. The temperature issue reported was able to be reproduced. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning of the rf amplifier boards connected to the channel 2 and channel 3. Replacing the rf amplifier boards resolved the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.